Event description:
It was reported that since implant, the ¿pump moved a little¿ in the pocket as the patient was very large. The reporter stated that the pump was moved today from the patient¿s right side stomach to right side buttocks. It was indicated that a priming bolus was performed. No patient symptoms were reported. The device system previously delivered hydromorphone and bupivacaine and currently delivered hydromorphone, bupivacaine and clonidine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n440203, implanted: (B)(6) 2014, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
On 2015 (B)(6), additional information was received from a consumer regarding a (B)(6), male patient who was receiving unknown medications via an implantable pump for non-malignant pain. It was reported that the pump did not fit when it was first implanted. It was implanted in the abdomen and broke loose and went into the intestines. In (B)(6), the patient was scheduled for a MRI. The healthcare provider was not sure if something happened where the needle is. The patient was trying to walk and something happened and he fell to the ground. The patient was not sure if something happened to his spine of the pump.